Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii results for two patient samples with a cobas e 801 module serial number (B)(4). Sample ID (B)(6): the e801 result was 2.07 ng/dl. The sample was tested on an abbottt alinity at another laboratory with a result of 1.19 ng/dl. On (B)(6) 2022, the e801 repeated result was 1.84 ng/dl. Sample ID (B)(6): the e801 result was 1.89 ng/dl. The sample was tested on an abbottt alinity at another laboratory with a result of 1.31 ng/dl. On (B)(6) 2021, the e801 repeated result was 1.65 ng/dl. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. The observed differences in ft4 values generated with the roche assay and the abbott assay are consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. For sample ID (B)(4) the issue is also consistent with pre-analytical handling issues at the customer site.